Event description:
Pt ordered contact lenses online (through (B)(6) without a contact lens prescription. When (B)(6) sent the verification fax, we invalidated the prescription as I have never seen the contact lenses on the pt's eye. The pt came in for an appointment and when this situation was discovered, and I looked at the contact lens under the microscope, the contact was tight on the eye. This can cause issues with corneal hypoxia and other adverse effects. Dates of use: (B)(6) 2016. Diagnosis or reason for use: refractive error.